Event description:
The customer reported that the display goes blank/internal memory failure error.

Manufacturer narrative:
(B)(4): the customer reported that the display goes blank/internal memory failure error. The philips field service engineer reported having evaluated the device. The symptom was clarified as a failure to power up. Replacing the battery resolved the issue.